Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging reoccurring rash. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging reoccurring rash related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found evidence of liquid ingress on humidifier heater plate, dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, airpath, and humidifier enclosure, slight black contaminationevidence of liquid ingress on humidifier heater plate. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed . The manufacturer found evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes the device has evidence of liquid ingress on humidifier heater plate, dust/dirt contamination inconsistent was observed throughout device enclosure, airpath, and humidifier enclosure and at the blower seal of the blower box. There was evidance of sound abatement foam degredation.